Event description:
Event description guidant received information that, 58.2 months post-implant, this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator and was thus explanted. There is a concern that the battery has prematurely depleted.